Event description:
It was reported that vent fail during use ,no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that vent fail during use ,no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that after the general anesthesia intubation was completed, the anesthesia system did not vent when being connected, so the anesthesia system was replaced, no patient injuery. The device works well after replacing the main board and the replaced part has been returned to manufacture. Upon the investigation on the replaced part (main board pba control ii, material number 8608941) , it was found that the coin cell batteries main board (pcba) expired and having insufficient power to support the continued storage of data in the ram built on the returned pcb. This led to the loss of information such as calibration data and caused the anesthetic machine / main board (pcba) to fail to perform mechanical ventilation after switched on. After the cofrimation with the fse, the hospital failed/missing to perform regular maintenance and replacements of coin cell batteries as required by the IFU before. The device involed in this event with usan-2002 was first produced and tested in sdmi in 2009, and has been used in hospital around 14 years. The service contract has been signed recently. Keep on monitoring similar cases. The device has no UDI as a UDI was not required at the time the device was manufactured.